Event description:
The reporter indicated that the pt is experiencing an increase in seizures. The pt experienced status and went to the emergency room. The reporter indicated that they are not sure if the pt is adequately receiving their medications from the care takers at the group home where they reside. Further follow-up revealed that diagnostic test was performed and resulted in a dcdc code of 3 indicating proper device function. The neurologist also reported that the pt is still having seizures (5 within one month). An increase in the device settings and an increase in trileptol is planned. The pt's neurologist reported that it is unknown if the increase in seizures is related to the vns therapy.